Event description:
It was reported that the patient came to surgeon's office complaining of hip pain. The patient states his pain started about 6 months after his surgery in 2006. X-rays revealed a grossly loose cup. During surgery it was noted there was no bone ungrowth of the shell.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.